Event description:
It was reported that the patient was tested positive for (B)(6) at the pocket site. A week later, it was reported that the implantable neurostimulator (ins) and lead were removed. The patient was happy with the therapy and wanted it replaced as soon as she could. The infection was being treated and the healthcare provider (hcp) planned to replace the implant in 6 months. Follow-up with the patient¿s hcp indicated that peri-operative antibiotics were administered. The date of onset of the infection was (B)(6) 2013. Signs and symptoms associated with the infection were redness, drainage, pain and incisional wound opening. A culture of the device pocket indicated the infection was (B)(6). It was indicated that the patient did not have meningitis. The patient was administered an oral antibiotic; keflex. Patient outcome was unknown. The infection was being treated and the wound was reportedly healing well. It was noted that the patient was going to need future nasal swabs to confirm (B)(6) resolution. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID: 3889-28 lot# va04f91, implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).